Manufacturer narrative:
Patient logs were not gathers, not expected to be returned to manufacturer for evaluation. A medtronic representative, at the site, performed a navigation system check-out, all areas passed. Reported issue could not be duplicated. System functioning properly.

Manufacturer narrative:
Software investigation found that the exam used was not to medtronic navigation imaging protocol and was missing part of the anatomy. Software is functioning as designed.

Event description:
A medtronic representative reported that at the start of a lateral skull base procedure, the system showed green status on instruments, tracker and axiem box. The surgeon performed pointmerge and verified optimal accuracy unsterile and prior to performing the procedure on the neck. Margin of accuracy was 0.9mm. The surgeon worked on the patient, non-navigated, for a period of three hours. Accuracy was verified, again, in the sterile field and found to be 2mm off. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.